Event description:
Novasure advanced product #ns2013kitus displaying error in vaccum seal on ablation machine. Prompts followed on equipment screen with no "seal" improvement. New device opened and procedure completed with no further issues.